Event description:
.

Manufacturer narrative:
Upon receipt of this complete lead, visual inspection identified set screw marks on the is-1, distal hv and proximal hv terminal pins. There was no discernible set screw marks identified on the ring. A cut was noted in the lead's trilum insulation through to the rate sense (negative) lumen (177 mm from the terminal pin). Surface cuts were also identified in this area. The rate sense (negative) is-1, distal hv and proximal hv terminal pins. No discernible set screw marks were noted on the ring. The rate sense (negative) polytetrafluoroethylene (ptfe) insulation is bunched (230-245 mm). The proximal cable to coil crimp (pigtail) has been pulled proximally. The coil at the end of the crimp is stretched and the insulation is slightly torn. There is a bend also noted at this point 385-390mm from the terminal pin. Visual inspection found that the lead body was slightly curled from the yoke to the tip. It appeared that the lead may have been caught but then released when force was applied. The lead was put through and passed internal insulation integrity and electrical continuity testing. A pressure test was not performed due to the identified insulation cut (as mentioned above). It was concluded that the damage was induced and most likely occurred at the time of the procedure. There was no evidence of a conductor fracture as the lead passed electrical continuity testing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were an attempted implant. The rv lead was hooked up to the ICD and normal lead diagnostics were observed. Defibrillation threshold testing was then performed. The patient was successfully induced but during detection the device displayed that a shorted lead condition had been detected. The device delivered a 21 joule shock which did not convert the patient. The patient had to then be externally defibrillated. When the episode detail of the attempt was reviewed, the system displayed a less than 20 ohm shock impedance measurement. The physician then tugged on the lead and the lead/device connection was noted to be good. The pace/sense portion of the lead was tested through the pacing systems analyzer which resulted in normal lead diagnostics. The high voltage portion of the lead was not tested. At that time, a new ICD was implanted. The local boston scientific field representative discussed the case with boston scientific technical services (ts). Ts recommended that the lead also be explanted and replaced. The lead was then explanted and replaced. There were no adverse patient effects reported. The ICD and rv lead were returned for analysis.

Manufacturer narrative:
The product is currently undergoing analysis. When additional information becomes available, this report will be updated.